Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to an internal battery failure. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to an internal battery failure. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device did not pass the evaluation according to the service manual, it alarms with the message "ventilator required service" and remains alarmed, in addition to displaying other error codes with reference to batteries, machine flow, blower, valves. Connectors and cabinets in good condition on the outside.